Event description:
It was reported that the pt experienced a warm feeling and swelling at the pocket. There were red marks over the leads. On (B)(6) 2011 the pt had severe pain and pressure over the pocket. The pt had intermittent soreness over the incision following a replacement in (B)(6) 2011. The pt thought she had an infection and went to the ER where she was told "it was fine", but she was prescribed an antibiotic. The issue started to get better, but then started getting bad again. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).